Event description:
It was reported that patient presented to emergency room with heart failure symptoms and bradycardia. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance and loss of capture. It was also noted that the lead was fractured. The lead was capped and replaced on (B)(6) 2022. The patient was stable.